Event description:
It was reported that after stent deployment, resistance was felt upon removing the device. Upon removal of the entire system, outside the pt, the balloon was noted to be detached from the shaft and was on the guide wire. Nothing was left inside the pt. Reportedly, there was no pt injury.